Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) leading to incomplete coaptation in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in increased tension on the device and; therefore, contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (60514u142) is filed under a separate medwatch report number.

Event description:
This is filed to report that the implanted clip (60208u131) detached from the posterior leaflet and remained attached to the anterior leaflet, resulting in increased mitral regurgitation, and required an additional mitraclip for treatment. On (B)(6) 2016, the initial mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip (60208u131) was implanted, and the mr was reduced to 1. On (B)(6) 2016, a 30-day follow up was performed and it was found that the mr had increased to 4+. It was suspected that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2016, a second mitraclip procedure was performed for treatment of the slda. It was noted that the clip may still be slightly attached to the posterior leaflet, but this could not be confirmed. The first clip delivery system (cds 60514u142) was advanced, but the grippers were not moving, and a gripper line break was suspected. The cds was removed and replaced. A new cds was used successfully. One clip was implanted, reducing the mr from 4+ to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.